Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump unexpectedly suspended insulin delivery. The customer's blood glucose at the time of the event was 296 mg/dl. The sensor glucose reading at the time of the suspend was 55 mg/dl. Troubleshooting identified a bent sensor cannula. The device will not be returned for troubleshooting.